Manufacturer narrative:
Results evaluations: we are anticipating the return of the sample involved in this event. Upon receipt of the sample, and the completed investigation, a follow up report will be submitted.